Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient was interrogated at the clinic. The patient had discomfort during interrogation. The rv capture threshold had increased from post implant testing on (B)(6) 2019. The physician was informed and requested the mode changed to air from dddr to eliminate rv pacing. The patient at that time was pain free. An x-ray was performed and revealed the rv lead in a septal placement sort of pointing upward. It was noted that a post implant x-ray was no performed so there was no baseline. The physician felt the position was similar to the initial implant, and it might be close to a cardiac nerve. Further information noted that the patient was send to a different facility for evaluation and the lead was extracted and not replaced on (B)(6) 2019. There were no additional patient issues pre or post lead explanation.